Manufacturer narrative:
The device was not returned to mmdg for evalution. Because the device was not returned to mmdg, no investigation could be performed.

Event description:
The initial reporter stated that the pump did not alarm for the door being open or a set not been installed. Mmdg was advised at the time of the complaint that this occurred during testing, and did not have any patient impact. (B)(4).